Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the fluoro function board and generator interface board. The identified components were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system is producing only black images. There was no report of pt injury.